Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. The vcds will be returned for analysis.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. During the product evaluation, a balloon loss of pressure was discovered with the second device. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the procedural sheath and syringe were not returned with the device and the stop cock was opened as received. All device components: sealant sleeve, sealant and advancer tube were found in their manufactured positions. A tear was observed in the balloon of the returned device. The condition of the device indicates a balloon loss of pressure event that may have occurred during the step 1: achieve temporary hemostasis. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Shuttle down procedure was simulated and the advancer tube was engaged to the proximal tamp lock as intended. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon approximately 1 mm from the balloon proximal neck. Review of lot f1708906 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that the mynxgrip vascular closure device (vcd) failed to deploy. However, the condition of the returned device does not match the description of the incident. Based on the information provided, the condition of the returned device and the investigation performed, the event reported could not be confirmed and the root cause of the reported event could not be conclusively determined. In addition, the investigation found a taper to taper tear in the balloon of the returned device approximately 1 mm from the balloon proximal neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, without being present when the incident occurred, the root cause of the tear could not be conclusively determined. Neither the product history record review nor the product analysis suggests that the reported event and the defect found could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. See MDR # 3004939290-2018-00553 for the first device.